Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that a partial lead was received in two segments. Insulation abrasions exposing the outer coil were noted at 4.2 cm to 4.6 cm, at 4.4 cm to 5.2 cm and at 15.4 cm to 16.9 cm from distal end. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.